Event description:
It was reported that the customer went to the hospital for medical advice. Customer's blood glucose reading at the hospital was 2.8 mmol/l and treated himself with a glucose tablet. It was reported that the customer programmed a 5 unit bolus and the insulin pump immediately delivered a 10 unit bolus that was not programmed. Customer took his insulin pump off and went to the hospital to ensure that no more insulin was taken. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.